Event description:
The subsidiary service engineer reported that during routine testing of the device at the service ctr, the pixels were bad on the roller pump. This issue was found on a demo unit that the subsidiary site was repairing. There was no patient involvement.

Manufacturer narrative:
The subsidiary site will be replacing the small graphics display of the roller pump. This complaint is related to MDR: #1828100-2015-00111.